Event description:
Event description guidant received information that during an attempted implant, the physician was unable to obtain sensing or capture with this implantable transvenous atrial lead. Another guidant atrial lead was subsequently implanted.